Event description:
It was reported that during an unknown procedure the maverick2 monorail balloon ruptured. The balloon was being used to predilate a lesion located in the highly calcified right coronary artery (rca). During inflation to 14 atms, the balloon burst. It is unknown how may inflations were performed and to what atms. The procedure was completed with another maverick balloon. There were no reported patient complications. Patient status listed as "ok".

Manufacturer narrative:
Product was not received for analysis. The cause of the difficulties stated in the complaint could not be determined. The root cause of the event is unknown.